Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013, she experienced a hyperglycemic event. Patient reports her blood glucose value was 362 mg/dl and her cgm reading was 200 mg/dl at the time of incident. Patient was unable to treat her hyperglycemia and called an ambulance. Paramedics arrived and transported patient to the hospital. Patient's blood glucose dropped to 197 mg/dl during the ambulance ride, and to 35 mg/dl at the hospital. At the time of her call to technical support, patient reports being in stable condition.